Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, a false pause episode was recorded due to undersensing. No intervention has been performed. The device will continue to be monitored. The patient was in stable condition.